Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anonymous customer's pump was not allowing customer to deliver a bolus as intended. As no contact information was provided, tandem technical support was unable to obtain additional information regarding the reported issue.